Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. Authorized distributor was dispatched to the customer's site to evaluate the iabp unit. A supplemental report will be submitted if subsequent information is provided.

Event description:
It was reported before use, the cardiosave intra-aortic balloon pump (iabp) system could inflate the intra-aortic balloon (iab) and generated an iab catheter restriction alarm. An authorized getinge distributor found the iabp had failed the pim test and generated several fault # 37 in the units diagnostic fault logs. No adverse event was reported.

Manufacturer narrative:
The authorized getinge distributor has advised that the compressor assembly and the plastic connector of the pressure tube was replaced to resolve the issue with the iabp. All functional and safety tests were passed to factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported before use, the cardiosave intra-aortic balloon pump (iabp) system could inflate the intra-aortic balloon (iab) and generated an iab catheter restriction alarm. An authorized getinge distributor found the iabp had failed the pim test and generated several fault # 37 in the units diagnostic fault logs. No adverse event was reported.